Event description:
It was reported that the anesthesia workstation failed the flow transducer test during system checkout. There was no patient involvement. Manufacturer's reference #:(B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. According to the information provided by the technician, n2o gas module, patient cassette and control printed circuit board (pcb) and monitoring pcb were replaced. No parts have been returned for the further analysis of the issue. Evaluation of the received device logs confirmed the reported flow transducer test failure and they indicate that it was the n2o gas module that was faulty. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 08/01/2018. Corrected manufacture date: 10/21/2017.